Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had sepsis before the implant of a leadless implantable pulse generator (ipg). The cause of sepsis was reported as bacteremia from poor dental hygiene.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient died seven hours after the implant of a leadless implantable pulse generator (ipg) due to sepsis. The cause of sepsis was unknown.